Event description:
A consumer had essure inserted. No back-up contraception was used after the insertion and before total occlusion was confirmed. According to her, she started experiencing pain in tail bone 6 month after essure insertion ((B)(6) 2005). She also experienced pain in her lower back bone, hip and knees, pain in hands, pain in elbow, severe headaches, problems with vision, problems sleeping due to the pain, tired, sharp pain in her vagina, vaginal itching with no infection, pain and depression. Over the years several doctors were seen, but no explanation had been given to her symptoms. She was treated with muscle relaxers and was referred to a chiropractor. Due to the symptoms, essure was laparoscopically removed along with her uterus. The reporting consumer felt pretty good after the device removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs